Manufacturer narrative:
The hospital biomed advised maquet that he inspected the handle and the light and he believes that there is no issue with the device. The biomed attempted to pull the handle off the light as hard as he could without pressing the release buttons with no success. The biomed stated that the surgeon refuses to allow anyone else to mount the handle to the light and believes the surgeon failed to attach the handle correctly. The handle and light were inspected by the maquet service engineer, and were found in perfect working condition. The maquet held operating manual provides indications to users in order to verify that handle clicks into place prior to use. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The hospital biomed reported to a maquet service engineer that a held sterilisable handle fell off the light head and struck a patient on the nose. Patient suffered a small cut on the nose. (B)(4).